Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance that cardiosave intra aortic balloon pump (iabp) had failed disk membrane leak test. No patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The fse that encountered the issue replaced the safety disk. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer. The failure analysis and testing dept. Received part with a reported unit failure of a failing membrane leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual and fails the membrane leak test with differential pressure at 7mmhg. Possible cause may be component reliability.